Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. In addition, the pump shut off unexpectedly. The pump was connected to a power source and was able to be turned back on. Customer reported blood glucose (bg) level was 400 (mg/dl). Insulin pens were used to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.